Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event log did not find any errors. Following functional testing, analysis was unable to confirm the customer complaint but found an issue with plunger cable by using onboard diagnostic testing. The device was repaired by replacing the plunger cable. The pump passes all validation tests following the repair.

Event description:
It was reported that the pump was not recognizing the barrel clamp. Per reporter, this issue occurred during startup. There was no patient involvement.